Event description:
Event: pt reported condition affects ability to do daily functions a lot with severe pain, also was hospitalized due to her pain pump exploding in her, so she has been in a lot of pain this past month and is having a hard time moving. Freq: inject 40 mg under the skin (subcutaneous injection) every 2 weeks. Prescriber contact info: (B)(6).